Event description:
I purchased a dentek ultimate dental guard under advising of my dentist to purchase an over the counter mouth guard to protect against bruxism in (B)(6) 2020. I molded it until I had an adequate fit and proceeded as normal. My dentist approved the night guard. Over time I noticed my bite changing and I was not able to bite foods like pizza. I saw my dentist in (B)(6) 2021 and they did not identify any issues. At my most recent visit in (B)(6) 2021, my new dentist was alarmed by my bite and referred me to an orthodontist. The orthodontist diagnosed me with a severe malocclusion and that I would need braces and other orthodontia to restore my bite. FDA safety report ID # (B)(4).